Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. G2: minelli m, longobardi v, di francia vp, d'addona a, rosolani m, della rocca f. Minimum two-year outcomes of the zimmer g7 modular dual mobility cup in primary total hip arthroplasty: survivorship, complications, clinical and radiographic results. J clin med. 2025 oct 7;14(19):7071. Doi: 10.3390/jcm14197071. Pmid: 41096151; pmcid: pmc12525488. G2: foreign: italy. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
A journal article was obtained on 21 october 21, 2025, that reported a monocentric retrospective study from italy. The purpose of the study was to assess survivorship of modular dual mobility cup implanted between march 2019 to april 2023. The study reviewed 105 unilateral joints (32 men/ 73 women). The study population had a mean age at surgery was 73.8 years (range 35.0¿97.0 years). Primary unilateral tha (total hip arthroplasty) using cementless g7 dual mobility acetabular system cup implanted in all cases. Porous plasm spray (pps) in 67 cases, osseo ti porous structure in 38 cases. 8 femoral heads were cocr and 97 were ceramic, all included highly crosslinked polyethylene mobile liner. A variety of femoral stems were utilized. Femoral stems were cemented in 31 cases (29.5%) and cementless in 74 patients (70.5%); a standard cementless stem was used in 69 cases (65.7%) and a conical tapered stem was used in 5 cases (4.8%). The standard cementless femoral stems were 45 cls spotorno hip stem 135 neck stems and 24 cls spotorno hip stem 125 neck stems. Conical tapered cementless stems were 3 zimmer wagner cone 135 neck stems and 2 zimmer wagner cone 125 neck stems. Cemented stems were 31 zimmer ms30 standard neck stems. Follow-up was conducted at minimal 2 year with a mean length of follow-up of 30 months (range 24-72). It was reported in a journal article that reported 1 patient underwent stage 1 & stage 2 revision for treatment of pseudomonas aeruginosa joint infection on an unknown date. No further information provided. Please reference journal article: https://doi.org/10.3390/jcm14197071. Due diligence is in progress for this complaint; to date no additional information or product has been received.